Manufacturer narrative:
B3-date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number 1627487-2023-02169. It was reported that patient 's ipg was at end of life and her lead had high impedances. In turn, surgical intervention was undertaken wherein the ipg, and lead were explanted and replaced to address the issue.